Event description:
Information was received that this lead experienced high thresholds. As a result an endocardial lv lead was implanted (was not successful in the past in another hospital). It was ascertained what caused the high thresholds. Condition of this patient is ok.